Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported in a journal article that the patient underwent an open vental hernia repair procedure on unknown date between (B)(6) 2009 and (B)(6) 2012 and the suture was used to secure a mesh pro-peritoneal with sub-lay technique. During the procedure, scarred tissues were removed with dissection of lateral skin flaps and then the peritoneal cavity was opened and any adhesions were dissected and removed. Following the procedure, the patient possibly experienced the early postoperative complication such as a seroma discharge that drained from the wound and did not progress to frank wound sepsis. It was possible that the patient also experienced a recurrence that occurred five and eight months postoperatively and scheduled for redo surgery, and/or chronic stitch sinus that needed excision. No further information is available.